Event description:
It was reported when the device was used during a colon resection, there were no staples present after it was fired. Another device was used to complete the case. There was no patient consequence.